Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 3 photos for investigation. The indicated failure mode of leakage was not observed in the photos, as they show unused product. The device history records(DHR) for lot 5121212 were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. A DHR for the unknown lot could not be performed. This complaint is unable to be confirmed for the indicated failure mode leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 5 of 5: it was reported while using one bd vacutainer® ultratouch¿ push button blood collection set, when the safety device was activated, blood splattered in the area onto gloves, ppe, and on face. There was no other health impact or consequences reported.